Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was placed on patient in operating room due to c-section for draining. It was also stated that the patient was being transferred to other labor bed, the nurse observed that the foley catheter out of the patient and balloon had deflated. Also stated that the patient did not realize the catheter had come out and no injury to the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Single patient use only. Do not reuse. Do not resterilize. Attention. See instructions for use. Copyright © 2006 c. R. Bard, inc. All rights reserved. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box caution: do not aspirate urine through drainage funnel wall. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter was placed on patient in operating room due to c-section for draining. Stated that the patient was being transferred to other labor bed, the nurse observed that the foley catheter out of the patient and balloon had deflated. Stated that the patient did not realize the catheter had come out and no injury to the patient.